Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not alert when there was no insulin in the reservoir. The customer¿s blood glucose level was 195 mg/dl at the time of the incident. The customer also reported that the insulin pump passed displacement test. The customer was assisted with troubleshooting for low reservoir alarm and customer was unable to clear the alarm. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. The unit gave a "no reservoir" alarm as it should when the pump reached its limit with nothing inside the reservoir compartment.